Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: null, batch/lot number: 123326016, model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced inflation issues leading to the replacement surgery. During the procedure fluid loss was found. However, the site of the leak could not be determined. The patient did not experience any further complications.